Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the device was functioning, but it's wasn't doing its job. They said they had back surgery on (B)(6)2024, and since then the device had not been giving them benefit. They also said they have made multiple adjustments to their settings since they had the back surgery but it didn't helped with symptom relief. They said they had tried every program, and every amplitude, but they couldn't get it to work. The patient stated that they saw an healthcare provider (hcp) today whom referred the patient to call into the manufacturer. It as reviewed that they could consider custom programs. The manufacturing representative (rep) was contacted to reach out to the patient.